Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer "wiggled" the tubing to resolve the past occlusion alarm and the supplies were changed to address most recent occlusion alarm. The customer declined troubleshooting. Blood glucose was around 300 mg/dl.